Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total lap hysterectomy, the first instrument made an unusual noise after the instrument hit metal. They replaced the instrument with a second instrument. The blade broke on the second instrument outside of the patient, but no metal was hit with this instrument. The site used a third instrument to complete the case with no patient consequence.